Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that the stent dislodged inside the patient. The 90-99% stenosed target lesion was located in a non-tortuous and severely calcified artery. A 6.0 x 20 x 75cm express ld iliac biliary balloon expandable stent was selected for use in the superior mesenteric artery to treat hypogastric stenosis. However, during the procedure, the stent dislodged from the balloon. It migrated to the left internal iliac artery. Attempts were made to remove the stent via surgery, but it was unsuccessful. Since the stent embolized distally, and was unable to be retrieved, the procedure was cancelled. The patient condition was reported as okay and then discharged home.